Event description:
(B)(4): customer reported that the system would freeze-up after taking x-rays during a patient procedure. Type of procedure being performed, patient age and gender where not known. System was rebooted multiple times and physician was able to complete procedure. No injuries to report.

Manufacturer narrative:
Field service engineer (fse) troubleshot the system and an excessive number of patient files being stored which was slowing the system dramatically. Fse explained problem to the customer, and suggested that they delete all unnecessary patient files. Upon completion of deleting excess files, the system tested good in accordance with the systems install and service manual. System was checked for proper operation per service checklist unit passed checkout procedures and was returned to full service.